Manufacturer narrative:
A technical service representative was dispatched and during his on-site diagnosis and repair he noticed a software upload problem at frontpanel pcb, replaced this pcb and precautionary the cpu pcb (=main pcb) too. The two pcbs were returned to manufacturer for analysis. Investigation revealed a memory related fault onboard of the frontpanel pcb, while the cpu pcb was operating within specification. The found fault on pcb-frontpanel had triggered the device internal technical supervision. As countermeasure a warmstart was initiated to restore data base, but as this was a hardware failure the warmstart was not successful. During and after the warmstart audible alarms and visual messages were activated to inform the user of the status of the device. The breathing system was opened automatically to atmosphere in order not to hinder possible spontaneous breathing of the patient. The failure rate of pcb frontpanel is not conspicuous. Replacement of pcb frontpanel has already fixed the reported problem. The device behaved as specified for the identified condition.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: while the ventilator was connected to a patient, the ventilator stopped ventilating the patient, the ventilator screen went blank and the ventilator audibly alarmed continuously. No patient injury was reported.